Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of uterus/ migration') and embedded device ('migration of essure device location of device:embedded in uterus') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included pregnancy ((B)(6) 2002, (B)(6) 2007, (B)(6) 2015), diabetes and cholesterol high. Concomitant products included atorvastatin and metformin. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy- birth ¿ complication/3 weeks pregnant"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("partial expulsion of device"). On an unknown date, the patient experienced abdominal pain lower ("cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, embedded device, pregnancy with contraceptive device, alopecia, migraine, abdominal pain lower, dysmenorrhoea, device expulsion and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, alopecia, device breakage, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, migraine, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2015. The plaintiff received treatment for device breakage, migration, uterine perforation, fallopian tube perforation, alopecia, migraine, abdominal pain lower. Plaintiff claimed pregnancy- birth ¿ complication but complication not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received- new event dysmenorrhea (cramping), migration of essure device location of device: embedded in uterus, partial expulsion of device, abdominal pain were added. Concomitant drug and condition were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation of faliopian tubes'), uterine perforation ('perforation of uterus/ migration') and pregnancy with contraceptive device ('pregnancy- birth ¿ complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo an essure confirmation test". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), migraine ("migraine") and abdominal pain lower ("cramping") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, alopecia, migraine and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, alopecia, device breakage, fallopian tube perforation, migraine, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2015 , (B)(6) 2015. The plaintiff received treatment for device breakage, migration, uterine perforation, fallopian tube perforation, alopecia, migraine, abdominal pain lower. Plaintiff claimed pregnancy- birth ¿ complication but complication not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: incident category updated. Reporter information, patient details, product indication updated. Removal date updated. Event ¿ injury¿ was replaced with events: device breakage, pregnancy with contraceptive device, device ineffective, uterine perforation, fallopian tube perforation, alopecia, migraine, abdominal pain lower, device monitoring procedure not performed. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation of faliopian tubes'), uterine perforation ('perforation of uterus/ migration') and embedded device ('migration of essure device location of device:embedded in uterus') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included multigravida ((B)(6) 2002, (B)(6) 2007, (B)(6) 2015), diabetes and cholesterol high. Concomitant products included atorvastatin and metformin. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy- birth ¿ complication/3 weeks pregnant"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("partial expulsion of device"). On an unknown date, the patient experienced abdominal pain lower ("cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, embedded device, pregnancy with contraceptive device, alopecia, migraine, abdominal pain lower, dysmenorrhoea, device expulsion and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, alopecia, device breakage, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, migraine, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2015 , (B)(6) 2015 the plaintiff received treatment for device breakage, migration, uterine perforation, fallopian tube perforation, alopecia, migraine, abdominal pain lower. Plaintiff claimed pregnancy- birth ¿ complication but complication not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of uterus/ migration') and pregnancy with contraceptive device ('pregnancy- birth ¿ complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo an essure confirmation test". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), migraine ("migraine") and abdominal pain lower ("cramping") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, alopecia, migraine and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, alopecia, device breakage, fallopian tube perforation, migraine, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2015 , (B)(6) 2015 the plaintiff received treatment for device breakage, migration, uterine perforation, fallopian tube perforation, alopecia, migraine, abdominal pain lower. Plaintiff claimed pregnancy- birth ¿ complication but complication not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: incident category updated. Reporter information, patient details, product indication updated. Removal date updated. Event ¿ injury¿ was replaced with events: device breakage, pregnancy with contraceptive device, device ineffective, uterine perforation, fallopian tube perforation, alopecia, migraine, abdominal pain lower, device monitoring procedure not performed. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.